Manufacturer narrative:
As no further information regarding this report is expected our investigation is complete. This report will be updated if additional information is provided.

Event description:
It was reported that this right ventricular (rv) lead was associated with a system infection. The rv lead continues remain implanted and in service. No additional adverse patient effects reported.